Event description:
It was reported to philips that the flexvision grabber card failed to initialize, preventing the system from booting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.